Event description:
A healthcare professional reported that a glidewell ht tapered implant failed. The patient's bone quality type is ii and their oral hygiene status is good. The patient presented on (B)(6) 2024 for a primary procedure on tooth #22. The patient returned on 10/18/24 before second stage with complaint of pain. Upon examination the provider noticed inflammation and granulation fibrous tissue around the implant. The provider determined the implant failed to osseintegrate and was removed and replaced. It was reported that the patient's symptoms resolved after implant removal.

Manufacturer narrative:
The device is expected to be returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).